Event description:
Information received by medtronic stated that the insulin pump alleged over delivery of insulin. Customer stated that they experienced a hypoglycemia. Customer blood glucose level at the time of incident was 109 mg/dl. Customer was used insulin pump system within 48 hours of reported event. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2022 the pump is over delivering and experiencing low bg. Insulin pump passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.873 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 120.625 units of normal bolus was delivered on (B)(6) 2022 between 12:13 am and 11:53 pm. The electronic assemblies and motor assemblies were inspected and found moisture damage on pcba 1. The following were noted during visual inspection: scratched case, pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Moisture damage was found and located on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.